Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: (B)(6). Occupation: stock procurement officer. PMA/510k #¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during laser lithotripsy, an ngage nitinol stone extractor was tested prior to use and failed to open or close. Another ngage extractor was used and the case was completed successfully without further incident. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during laser lithotripsy, an ngage nitinol stone extractor was tested prior to use and failed to open or close. Another ngage extractor was used and the case was completed successfully without further incident. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. There are multiple possible causes for the reported issue of the baskets not opening and closing properly. Without the devices available to investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.